Event description:
New information received notes that the lead was capped and replaced due to fracture.

Event description:
It was reported that the patient presented in clinic for a follow-up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.